Event description:
It was reported that the pacemaker dependent patient was admitted to the hospital with syncope. Interrogation revealed inappropriate therapy due to noise. High pacing lead impedance and high threshold were also noted. The lead was explanted and replaced without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the re coil was crushed near the is-1 connector due to friction against the device can. X-ray revealed the lead had fractured in this area. This is consistent with the observation from the field of noise, high pacing lead impedance and high threshold.